Event description:
While attempting the download blood glucose values, he discovered that 1 of the base's internal appeared to be blackened and charred. Reporter removed the device from service. A request was made for the return of the suspect product and replacement product was shipped.